Event description:
The customer reported that their central nurse's station (cns) suddenly shutdown, and when they booted back up, they could not get into the application. When this happened, the device displayed a "monitor service disconnect" error. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly shutdown, and when they booted back up, they could not get into the application. When this happened, the device displayed a "monitor service disconnect" error. No harm or injury was reported.